Event description:
Caller reported that the pump battery would not charge, and there was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to try different charging methods, including using another wall adapter and cable, but these did not resolve the issue. The customer reverted to multiple daily injections as a backup therapy.